Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: no devices received, log review only.

Event description:
It was reported that an infusion of hydromorphone (concentration: 8mg in 50ml contained in a 50ml bd syringe) was started at 1340 on april 10, 2023, and the initial volume was 50ml and the dose rate was 4mcg/kg/hr. (Patient's weight = 10.5kg). However, it was reported that at 2345, the nurse noticed that the volume to be infused displayed on the device was "50.6ml" as if there was no infusion for 10 hours. The customer is requesting the manufacturer to interpret the device logs and verify if the "intended infusion was ran." There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that an infusion of hydromorphone (concentration: 8mg in 50ml contained in a 50ml bd syringe) was started at 1340 on (B)(6) 2023, and the initial volume was 50ml and the dose rate was 4mcg/kg/hr. (Patient's weight = 10.5kg). However, it was reported that at 2345, the nurse noticed that the volume to be infused displayed on the device was "50.6ml" as if there was no infusion for 10 hours. The customer is requesting the manufacturer to interpret the device logs and verify if the "intended infusion was ran." There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an infusion of hydromorphone (concentration: 8mg in 50ml contained in a 50ml bd syringe) was started at 1340 on april 10, 2023, and the initial volume was 50ml and the dose rate was 4mcg/kg/hr. (Patient's weight = 10.5kg). However, it was reported that at 2345, the nurse noticed that the volume to be infused displayed on the device was "50.6ml" as if there was no infusion for 10 hours. The customer is requesting the manufacturer to interpret the device logs and verify if the "intended infusion was ran." There was patient involvement but no harm.